Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (286 mg/dl). Customer stated that they needed to change their max bolus setting. Reportedly, the customer's max bolus setting is set to 10 units, but the bolus they are attempting to deliver is more than 10 units. Customer delivered a bolus to stabilize blood glucose levels.